Event description:
It was reported that merlin.net transmission revealed the right ventricular lead exhibited noise which resulted in several inappropriate high voltage shocks. The patient had collapsed and CPR was performed. It was noted that the patient experienced ventricular fibrillation induced by the inappropriate high voltage therapy and external fibrillation was performed to resume normal sinus rhythm. The patient presented in clinic on (B)(6) 2019 and upon interrogation, noise was seen on the right ventricular lead. Chest x-ray was performed and revealed the lead had dislodged. On (B)(6) 2019, the right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.